Event description:
It was reported that the insulin pump was alarming but there were no alarm messages on the screen. However, the customer stated she could not see very well. The customer stated she would wait until her husband would arrive home to receive assistance. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.